Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During a remote follow-up, noise that led to over-sensing and pacing inhibition was observed on the right ventricular (rv)and right atrial (ra) lead on a pacemaker dependent patient. Provocative testing was performed, and the lead noise was reproduced. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.